Event description:
During a customer experience survey patient reported that peritoneal dialysis (pd) put them in the hospital and it took them months to regain strength. Attempts to obtain additional information could not be completed as there is no patient contact information in which to follow-up.

Manufacturer narrative:
There were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. No additional information can be obtained about the unspecified hospitalization due anonymous patient. Upon review of the available information, it has been determined there is no allegation, indication or objective evidence that this event was associated with the use of a fresenius medical device(s) and/or product(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey patient reported that peritoneal dialysis (pd) put them in the hospital and it took them months to regain strength. Attempts to obtain additional information could not be completed as there is no patient contact information in which to follow-up.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: b2.

Event description:
During a customer experience survey patient reported that peritoneal dialysis (pd) put them in the hospital and it took them months to regain strength. Attempts to obtain additional information could not be completed as there is no patient contact information in which to follow-up.